Event description:
It was reported that a patient's vns showed high impedance on systems diagnostics. The device was left on and the patient was not reported to be having any seizures at the time. The last known diagnostics were performed on (B)(6) 2014 and were within normal limits. Clinic notes dated (B)(6) 2015 report that device diagnostics were performed and reported to be fine at that time. The physician reported that there was no known specific issue that would have been the cause of the recent impedance issue. The generator and lead were replaced due to the high impedance on (B)(6) 2015. The explanted product has not been received to-date.